Event description:
It was reported through the filing of a lawsuit that allegedly, "on (B)(6) 2013, the patient underwent another surgery to replace the ball on the new implant pursuant to five dislocations."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ball. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.